Manufacturer narrative:
Device evaluation: the customer reported the pump displayed error 1320. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the pump displayed error 1320. Replaced the pump with two new batteries; when the pump was powered back on, all settings had been lost. The event occurred during patient use, with no harm reported.